Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the visit, fse confirmed several entries of error 2207 no tip acquired by sorter in the error log. Fse performed all alignments for the tip alignment positions in the sorter. Fse then performed the tip macro test for the sorter without any errors. The customer performed the instrument start up and ran controls and obtained error message 2207. Fse checked the pressure/threshold settings for the vacuum in the sorter and the tubing connections for the tip head in the sorter. Fse then lubricated the tip head shaft and ran several samples with no errors. The customer ran controls with acceptable results. The instrument was operating as expected. There was no further action required by fse. The instrument was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2018. There were no similar complaints found. The aia-2000 operator's manual under appendix 4 - error messages states the following: [2207] no tip acquired by sorter; cause: no tip was detected during the tip attachment check. If retry fails, measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the 2207 no tip acquired by sorter error messages was the z-axis tip pick up was out of alignment.

Event description:
A customer reported error 2207 no tip acquired by sorter with the aia-2000 instrument. The customer tried to replace the tips and reseat the tip box, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of I-parathyroid hormone (ipth), follicle-stimulating hormone (fsh), luteinizing hormone (lhii), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.